Event description:
Livanova deutschland received a report that, during service, a 3t heater cooler displayed ee07 error code (pump or stirring mechanism is blocked / too slow) because of a bad circulator motor and needs to be replaced. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The following parts have been replaced: circulator motor, distribution board and patient-pump 2. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report

Manufacturer narrative:
H11: following parts replacement, a functional control and a test run were performed and passed with no further issue shown. The device was returned to service. Based on the technical intervention and on investigation's results of previous similar complaints, it cannot be excluded that because of damaged motor bearings, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, the pump was no longer rotating freely and required a power overload to work, which could have led to an overcurrent that ultimately caused damages to the distribution board.

Event description:
See initial report.